Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 5 devices were received. 1 device was not available for evaluation. 7 device investigation types have not yet been determined. Additional information: 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact. 1 event had insufficient information received.

Event description:
This report summarizes 13 malfunction events in which the device reportedly overheated. 9 events had no patient involvement. No patient impact. 3 events had patient involvement. No patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 13 previously reported events are included in this follow-up record. Product return status: 11 devices were received. 2 devices were not available for evaluation.